Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected alarm during normal use. Blood glucose level at the time of the incident was unknown. The customer stated they were calling back after troubleshooting for a previous battery alarm issue because the issue occurred again for the customer. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device monitored for day. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected low battery alarm anomalies noted.